Event description:
It was reported that the system 2600 had difficulty moving laterally. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The table was loaded and found to be in good working order and placed back into service.